Event description:
Additional information was received indicating the pacemaker was found to be in telemetry lockout. The patient presented in clinic and the device was unable to be interrogated and a loss of pacing was noted. A device exchange is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate, rate response issue, inappropriate magnet response, no lv output, telemetry lockout, and material discolored were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, depleting the battery prematurely and resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information was received the device was explanted and replaced to resolve the event. Upon explant, discoloration of the header was visually observed. The patient was stable.

Event description:
During an in clinic follow up, upon interrogation a rate response problem was noted. The device was reprogrammed, following reprogramming an inappropriate magnet response was noted. The magnet response was reprogrammed to off to resolve the event. The patient was stable.